Event description:
It was reported that the device was difficult to remove. The target lesion was located in the calcified right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced to treat the lesion. Physician was able to cross the lesion that required the use of a 1.5 burr rotablator. The threader was placed on the rotafloppy wire and the wire was exchanged out for a non-bsc wire. The threader was then used again in the case. It was difficult to remove the threader and it was thought the difficulty was due to needing the otw threader needing to be flushed better. The threader was then used again later in the case to exchange out for a new non-bsc wire and was flushed well with heparinized saline before placing on the wire. It went into the body with ease and the old non-bsc wire was removed. A new non-bsc wire was placed through the wire port of the otw threader and upon trying to remove the threader the physician was unable to remove the threader. A new non-bsc wire was placed next to the non-bsc wire/threader combo in the rca to re-wire the lesion in rca and the non-bsc wire/threader combo was removed. The single, new non-bsc wire was left in place. The patient was unharmed and case was successfully completed and lesions were stented.